Manufacturer narrative:
Chipped tooth - zipper - product has been requested to be returned but has not been received.

Event description:
The customer reported that a patient was in a canopy bed and they were able to separate the zipper with their fingers, subsequently falling out of the bed. The reporter stated that the patient had no reflexive capability to be able to stop themselves from falling out of the bed. The patient was taken to the emergency room of a hospital for a CT scan to evaluate if they received any fractures. The patient had no fractures. The patient received a chipped tooth and minor bruising.